Event description:
It was reported that the patient presented in the emergency room with pocket stimulation. It was discovered through x-ray that their right ventricular (rv) lead had dislodged. Furthermore, it was noted the lead helix was retracted and unable to deploy and the rv lead had no sensing and no capture due to the dislodgement. Therefore, the physician elected to explant and replace the lead. The patient condition was stable.

Manufacturer narrative:
Correction supplemental to update section h6 codes for device not returned.